Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no: 368650, batch no: 9051796. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder product leaked blood where the needle attaches to the holder. The following information was provided by the initial reporter: it was reported the product leaked blood where the needle attaches to the holder.

Event description:
Material no: 368650 batch no: 9051796. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder product leaked blood where the needle attaches to the holder. The following information was provided by the initial reporter: it was reported the product leaked blood where the needle attaches to the holder.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 368650, batch no: 9051796. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder product leaked blood where the needle attaches to the holder. The following information was provided by the initial reporter: it was reported the product leaked blood where the needle attaches to the holder.